Event description:
Customer had bed located in maintenance area with tag stating head drifts down when pt on bed.

Manufacturer narrative:
Technician replaced both head gas shocks. This resolved the issue. No pt or staff impact to report.